Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an upper endoscopy at an unknown location.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a procedure performed on (B)(6) 2024. The anatomy location is unknown. During the procedure, the clip came off the end while holding the handle base without any manipulation. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications have been reported as a result of this event.